Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, broken belt clip slot and minor scratches on lcd window. The unit was received with a corroded battery tube. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error several times today. The patient's blood glucose at the time of incident was 220 mg/dl. The customer was unable to bolus but kept receiving a motor error alarm. Troubleshooting did not resolve the issue. The insulin pump was returned for analysis.